Event description:
Under real time ultrasound guidance, a single pass was made with an 18-gauge biopince core biopsy needle, 3.3 cm throw. The biopsy device did not deploy correctly, and only small fragments of tissue were obtained, which were placed in formalin. The decision was made to obtain a repeat sample. Under real time ultrasound guidance, a single pass was made with an 18-gauge biopsy needle from another manufacturer.